Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009. Product type: recharger: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).

Event description:
It was reported that an overdischarge of the implantable neurostimulator (ins) was suspected and patient compliance was the primary reason for the overdischarge. It was stated that the programmer "stopped working a long time ago" and it that it had stopped working "months ago". It was reported that the patient had not been charging the ins because "they could not get the machine to do anything". The patient was unable to get the ins to charge. It was noted that the patient last charged "three months ago". It was reported that the patient was not feeling stimulation. It was stated that the patient was in "so much pain he could hardly stand it". The patient did not remember when stimulation stopped. It was noted that the patient had been bending over a lot and picking up heavy objects, the patient had been moving. Later that day it was reported the patient was having telemetry issues. It was noted that the patient was moving and lost the recharger about "2-3 months ago". It was stated that the programmer and the recharger would not communicate with the ins. Later that same day it was reported that the patient's ins was "down and would not take a charge". It was reported that the patient was taking "too many vicodins". It was reported that the recharger had been "plugged into the wall for 30 minutes". It was noted that the patient had "lost a lot of weight due to stress". The patient started loosing weight "about 2-3 months ago". One week later it was reported that the patient's battery "was not working and had not been working for a long time because he had not been able to charge the device". It was stated that the patient "lost the whole 9 yards". It was not clear what that meant.